Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed multiple high threshold readings. It was noted that the current threshold level is within normal range. The lead remains in use. No patient complications have been reported as a result of this event.